Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported pump was leaking at the port area during infusion. The pump was powered down. Medication being infused was unknown. No patient injury reported.